Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was instructed to call back if any malfunction code reappeared and acknowledged the instructions.